Event description:
It was reported that this right ventricular (rv) lead was scheduled to be explanted and replaced the same day due to an non-specific product performance issue. The information was provided by a non boston scientific sales representative who inquired about the technical specifications of the lead. Reasonable evidence suggests the lead was explanted and replaced. No additional adverse patient effects were reported.